Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-surgery or surgery it was observed that the motor device was "weak and had low rotations per minute (rpms)". It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure. A spare device was available for use. There were no injuries or medical intervention reported. The event date was unknown. Although the reporter clarified the event occurred in (B)(6) 2013. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly.